Event description:
When the physician removed the venous return catheter from the pt at the end of cardiopulmonary bypass surgery, the four inch long tip of the catheter was not attached. The physician was able to remove the entire tip by hand. There was no apparent harm to the pt.